Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The location of the extremely calcified lesion was unknown. The physician predilated the lesion with an unknown type balloon and attempted to deliver the 2.50 x 20mm taxus express2 drug eluting stent to the lesion, but it could not cross. It was noted that the stent was "lifted up" and the "stent got out of position from the balloon." The physician successfully completed the procedure with another of the same device. No patient complications were reported and the patient condition is listed as good.

Manufacturer narrative:
.